Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a high blood glucose (bg) level (over 600 mg/dl) and ketones. The customer was treated with intravenous electrolytes and insulin. The customer was discharged the next day with the high bg resolved. The contact requested a pump system check. Once completed, the system check showed the pump to be functioning properly. The contact stated that the high bg was due to hormonal changes and as the customer is lean, the infusion set site may not be optimal.